Manufacturer narrative:
Product not returned, unable to contact consumer.

Event description:
The customer states that the bristles keep coming out and the color of the bristles off the equate smilesonic 5pk.